Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia due to her son being in a car accident. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer had symptoms like nausea, vomiting and abdominal pain. Customer was discontinued troubleshooting for hyperglycemia. The insulin pump will not be returned for analysis.